Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during partial lung resection, the device was placed on the tissue but after pushing the green button, the surgeon could not fire the instrument. They opened a new device and a new loading unit to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device opened by the account without packaging. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.